Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate due to bone loss and bone reabsorption.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and report device evaluation results. Updated follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.